Event description:
The patient expired. The physician believed ICD was a pacemaker and removed it from the body before it was turned off. The device was in backup vvi when interrogated after explant. Review of segms showed t-wave oversensing in 2009. The device charged and delivered therapy. The device makes a second attempt to charge; it's aborted. It is believed that the lead arced to the ICD at this time.

Manufacturer narrative:
Visual examination identified on arc mark on the back of the ICD. Traces of lead materials were confirmed in the arc site. Low voltage testing was performed and met specificaitons. It is believed that the associated rv lead arced to the ICD can. Causing damage to the high voltage output circuitry. The device reset the following day, during or after explant while delivering hhv therapy.